Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore. On (B)(6) 2022, the patient underwent endovascular treatment using a gore® viabahn® endoprosthesis with heparin bioactive surface. Viabahn® device was implanted to repair a femoro-popliteal bypass graft (7 mm) occlusion for arterio-sclerosis obliterans. Viabahn was delivered to the target lesion through a 6fr introducer sheath. During the deployment of the device, deployment line breakage occurred. It was reported the device was deployed while the stentgraft was partially (approximately 10 cm) located within the sheath. The physician pulled the sheath toward the patient to try and release the partial deployment, but it was unsuccessful, causing the device and the sheath to move together. The sheath was pulled back while the delivery catheter shaft was fixed, but full deployment was deemed difficult. Both the device and the sheath were removed from the patient. Upon removal of the device and the sheath, a vascular injury occurred at the puncture site (the common femoral artery). Since hemostasis was difficult with the closure device, surgical treatment (direct suturing) was performed. It was reported that the puncture site injury may have been caused by the removal of the partially deployed viabahn.